Event description:
The customer reported missing an o-ring on the internal paddles. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported missing an o-ring on the internal paddles. There was no reported pt involvement. The customer was provided information on replacing the entire paddle set as the o-ring is not available. We consider this a malfunction of the internal paddles where the o-ring was missing.